Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin reaction that required medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 45-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6), 2025. On (B)(6), 2025, the patient reported to novocure that approximately once a month, he had temporarily discontinued optune gio therapy for 24 hours due to the development of a skin reaction, described as the appearance of phlyctenae on the scalp. The patient was treated with doxycycline 100 mg once daily for two days. The patient confirmed hospitalization was not required and that he remained on optune gio therapy. Attempts were made to contact the prescribing physician for additional information; however, no response was received.